Event description:
The patient has two scs systems, and received two extensions with the same lot number with her cervical system. It was reported the patient had received a shock and had fallen while changing a light bulb. The patient reported she had discomfort near her right breast due to the extensions. It was reported there was no erosion noted at the site. The patient met with the physician, however, it was reported the physician did not plan to undertake intervention at the time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.